Manufacturer narrative:
The actual device was evaluated. There are no other devices of the same lot remaining in inventory for evaluation. The complaint sample was filled with water and manually pressurized to identify any leaks. A small, pinhole leak was observed on the crystalloid side of the device near the blood outlet. The cause of the pinhole is most likely due to warn buffer edge material used during the manufacturing process. The device history records for that lot was reviewed and the inspection report showed that no devices were found rejected and no specific manufacturing yield issues were reported similar to this complaint condition.

Event description:
The international ((B)(4)) distributor reported an issue encountered by one of their customers while using the mps delivery set. The report stated the procedure was a rethoractomy after avr (aortic valve replacement), and that during the procedure a leak from the blood outlet side of the pump cassette was observed. The report stated that the hospital had to obtain another delivery set from another facility to use for the procedure. The report stated the procedure was successfully completed with no patient complications reported. The device was returned to the manufacturer for evaluation.